Event description:
It was reported before using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, an unspecified number of tubes did not have a barcode label. In addition, the customer observed unopened tubes that were empty or had a low volume of media. There were no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter addr 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, an unspecified number of tubes did not have a barcode label. In addition, the customer observed unopened tubes that were empty or had a low volume of media. There were no health impact or consequences reported.

Manufacturer narrative:
Investigation summary - material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 4228376 was satisfactory per internal procedures. Formulation, filling, torquing, packaging processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Checks for fill volume were complete and within specifications per procedures and checks for torque confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and other complaints have been taken on batch 4228376. Retention samples ((B)(4)) were inspected and there were no label, fill volume or labeling defects observed in the retention samples. Two photos were provided for the investigation. One photo showed two tubes of batch 4228376 exp 11-feb-2026; one tube with trace media and one tube empty, and one tube with no label. One photo showed four tubes with no label; one of the four tubes was visibly low filled. There were no returns received for this complaint. This complaint can be confirmed for low fill, empty container and missing labels from the photos received. No complaint trends for this defect have been identified for this product; no actions are identified at this time. Bd will continue to trend complaints for defects.